Event description:
Procedure type: cholecystectomy. According to the reporter: jaws would not close when clips fired. No blood loss or tissue damage, but or time was extended longer than 30 minutes because the surgeon was slow.

Manufacturer narrative:
Date of initial report sent: 09/16/2009.